Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set was not connected to the pt line of the homechoice set at the time of the alarm. The home pt reported that they did not press stop when they disconnected and the homechoice machine started alarming. The home pt reconnected their transfer set to the pt line of the homechoice set, per the home pt. The home pt reported that they cycled the power off and on twice and went back through to the prime cycle where they received a message to check supply line and a system 2367 alarm. Baxter's tech svc ctr assisted the home pt in ending therapy. No pt injury or medical intervention was assocated with this incident, per the home pt's nurse.